Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During our initial cut with the sagittal saw attachment (distal femur cut), the surgeon noticed that the clip that allows the handle to swivel and then lock in multiple angles had fallen off the mics handpiece. In order to continue with the surgery, I recommended swapping the handpiece with a new one, mainly to avoid bumping the arrays during our chamfer and tibial cut. It took a few minutes to re-register but once all the cuts were complete, the scrub tech and I were able to locate the thin metal post that keeps that clip from being dismantled. It was tucked into a fold of the drape. I have a few pictures of the clip provided in this email. The serial /lot number(s) are unable to be obtained due to the handle remaining locked in the position it was in when the clip portion fell off. Case type: tka. Surgical delay: 5 minutes.

Manufacturer narrative:
During our initial cut with the saggital saw attachment (distal femur cut), the surgeon noticed that the clip that allows the handle to swivel and then lock in multiple angles had fallen off the mics handpiece. In order to continue with the surgery, I recommended swapping the handpeice with a new one, mainly to avoid bumping the arrays during our chamfer and tibial cut. It took a few minutes to re-register but once all the cuts were complete, the scrub tech and I were able to locate the thin metal post that keeps that clip from being dismantled. It was tucked into a fold of the drape. I have a few pictures of the clip provided in this email. The serial /lot number(s) are unable to be obtained due to the handle remaining locked in the position it was in when the clip portion fell off. Case type: tka. Surgical delay: 5 minutes product inspection RMA# (B)(4), sn# (B)(6). Factory service technician: (B)(6). 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Other (rtv) reason: failed pivot handle check. Device history review: device history records indicate 25 devices were manufactured under lot k05z6 and 20 devices were inspected and 14 devices including were accepted into final stock on 10/29/2015. Review of qt-15-10-0090 revealed that the non-conformance is not related to the failure alleged in this compliant. 05 other devices were inspected and 04 devices were accepted into final stock on 10/27/2015. Review of qt15-10-0080/qt15-10-0078/qt15-10-0077/qt15-10-0076 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42010915 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
During our initial cut with the saggital saw attachment (distal femur cut), the surgeon noticed that the clip that allows the handle to swivel and then lock in multiple angles had fallen off the mics handpiece. In order to continue with the surgery, I recommended swapping the handpeice with a new one, mainly to avoid bumping the arrays during our chamfer and tibial cut. It took a few minutes to re-register but once all the cuts were complete, the scrub tech and I were able to locate the thin metal post that keeps that clip from being dismantled. It was tucked into a fold of the drape. I have a few pictures of the clip provided in this email. The serial /lot number(s) are unable to be obtained due to the handle remaining locked in the position it was in when the clip portion fell off. Case type: tka. Surgical delay: 5 minutes.